Event description:
It was reported to medtronic neurosurgery the patient underwent surgery on (B)(6) 2013. According to the report, the drainage pack was plugging before the surgery, and that it was still plugging after being placed in the patient. The report states that a new device was obtained and used to complete the surgery and that the patient was ¿all ok¿ after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.